Event description:
It was reported that following the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, the physician attempted to perform standard post-implant shock testing. The patient was sedated for the 50 hz arrhythmia induction, but the arrhythmia self-terminated. Further sedation was performed for a second attempt, when the arrhythmia was properly induced and momentarily sustained. The s-ICD correctly marked the arrhythmia and delivered a 65 joule shock. However, the induced arrhythmia was unable to be converted. An external 200 j shock was then delivered, which still could not convert the arrhythmia. Two 80 j shocks were then delivered by this device to convert the arrhythmia. The shock impedance measurement during this therapy was in-range at 48 ohms. A fluoroscopy was performed, which confirmed appropriate system placement. The physician is considering re-attempting the shock testing without the influence of the sedation medication, although this might not be performed as the system placement was appropriate, the impedance was in range, and the arrhythmia was eventually converted by the device. The physician determined that the conversion difficulty was likely the result of a drug-related interaction. However, the patient was evaluated again in-clinic, where x-ray imaging again confirmed appropriate system placement. The conversion failure persisted with the induced arrhythmia, requiring an external 300 j shock to restore the patient back to normal sinus rhythm. Boston scientific technical services (ts) was contacted and discussed that while the positioning was generally suitable, it could be further improved. The physician elected to perform a surgical revision procedure, where the electrode was re-tunneled to a higher and more medial position. The device was moved more cranially to ensure a better shock vector. The shock impedance was still in-range (40 ohms). Induction testing was re-attempted, but the first arrhythmia self-terminated. The second arrhythmia was correctly marked by the device, but the 65 j shock was ineffective. Further induction testing was performed and a 75 j shock was successful in terminating the arrhythmia. The physician elected to leave the system in situ without further changes, as the 75 j shock was effective and it was hypothesized that the conversion difficulty was the result of patient condition. At this time, this s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.